Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a pericardiocentesis was performed to drain the pericardial effusion.

Manufacturer narrative:
Product ID: 2ach20, product type: mapping catheter. Product ID: afapro28, product type: balloon. Catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure was found to be low during the surgery, and a cardiac tamponade was discovered via dsa imaging. Subsequently, the case was aborted. Aspiration was undertaken to treat the pericardial effusion. The patient's hospitalization was extended by one week. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012471594 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. The handle, shaft and side port were intact with no apparent issue. Functional testing was performed. The steering mechanism and deflection test were performed. The shaft was bending as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. Insertion of the dilator into the sheath was performed. Unable to lock the dilator luer to sheath. Further inspection under a microscope identified dilator luer damage, which may cause the dilator to have difficulties locking with the sheath. In conclusion, the clinical issues (hypotension, effusion, tamponade) occurred during the procedure and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The sheath failed the returned product inspection due to a damaged dilator luer. There is no indication of a relation of the adverse event to the performance or a malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.